Event description:
The patient's hip was revised due to ceramic liner fracture.

Manufacturer narrative:
It was noted that no additional information or documentation will be provided due to hospital policy. A supplemental report will be submitted upon completion of the investigation. Hospital policy.

Manufacturer narrative:
This event was identified as a duplicate reported under MFR#0002249697-2015-00342. Investigation results and conclusions will be documented in the mentioned report.

Event description:
The patient's hip was revised due to ceramic liner fracture. Update: this event was identified as a duplicate reported under MFR#0002249697-2015-00342. Investigation results and conclusions will be documented in the mentioned report.